Event description:
Patient experienced a wound separation a couple of days after a coronary bypass surgery. The patient was re-closed in the operation room with general anesthesia and suture.

Manufacturer narrative:
Device not returned to manufacturer.